Event description:
While performing onsite service for the device, it was identified by a philips field service engineer (fse) that a newly installed power pca was defective. There was no patient involvement.